Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pen needle 32g 4mm 5b xtw easyflow was clogged and unable to deliver medication. The following information was provided by the initial reporter: "in contact with the customer by phone on 01/09 he informed that the needle did not work, do not leave the liquid, as if it were clogged. He observed the deviation in more or less 8 needles after five days of reporting the first complaint. Lot informed by the client: 9106722."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported pen needle 32g 4mm 5b xtw easyflow was clogged and unable to deliver medication. The following information was provided by the initial reporter: "in contact with the customer by phone on 01/09 he informed that the needle did not work, do not leave the liquid, as if it were clogged. He observed the deviation in more or less 8 needles after five days of reporting the first complaint. Lot informed by the client: 9106722."